Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the two initial calibrations are different from each other. No medical intervention was reported. Additional event or patient information is not available.